Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert noting the high voltage lead impedance was out of range. The patient was brought into clinic and programming changes were made. The patient was stable during and after the encounter in clinic.

Event description:
New information received indicates the patient returned to the clinic for further defibrillation threshold (dft) testing. All testing parameters were within range and successful. The patient was to be monitored remotely and in clinic. The patient was stable.